Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-18321. It was reported the patient is not receiving effective therapy due to high impedances. As such, surgical intervention took place where the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Conclusion2: the reported observation of high impedances was not confirmed. As received, microscopic inspection of the lead revealed no anomaly. The lead was in fair condition. The returned lead was functionally tested and passed all testing.